Manufacturer narrative:
Reason for non-evaluation - the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support.this type of procedure, photorefractive keratectomy, does not involve flap creation and has a slower healing time. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.

Event description:
Customer reported patient has been dealing with dryness issues in both eyes since original treatment on (B)(6) 2013. Patient feels vision should be better although no loss of best corrected visual acuity. An oral steroid was not prescribed and topical steroid dosage was not increased. No flap lift and rinse was performed. Account reported that the dry eye condition is not significantly impacting daily activities at this time. Patient was unhappy with overall outcomes. It was reported that patient had a prk (photorefractive keratectomy) procedure.